Manufacturer narrative:
Preliminary analysis results confirmed the reported behavior that is related to a data corruption on the programmer's hard disk.

Event description:
Reportedly, during an interrogation, a message related to the integrity of the system was displayed and the subject pacemaker could not be interrogated.

Event description:
Reportedly, during an interrogation, a message related to the integrity of the system was displayed and the subject pacemaker could not be interrogated.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an interrogation, a message related to the integrity of the system was displayed and the subject pacemaker could not be interrogated.